Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted into a sick patient. In an attempt to save the patient's life, the valve was implanted into a 93 perimeter annulus. The valve dislodged deep into the ventricle causing severe aortic insufficiency. The lungs filled with fluids and the patient subsequently expired due to pulmonary edema.